Event description:
Protective cap for the scope that was used was missing after procedure. Endo rn(registered nurse) stated that md aware and looked for it but unable to find the protective case. Patient alert and stated " I feel something running in my throat", the patient then started throwing up thick greenish colored secretions and eventually coughed out a plastic cap.